Event description:
The product was used during a tfc fusion cage implantation procedure. Reportedly, the end cap came out of the cage after insertion. The surgeon removed the cage and an edge caused a dura tear. The dura was manually sutured and a new cage was inserted. The hosp has reported no pt injury occurred.